Event description:
It was reported that a manufacturer representative saw the patient on (B)(6) and 11 of their 16 available contacts had impedance values >10,000 ohms. The remaining contacts were unable to be used due to an apparent fall or accident. A lead revision was discussed with the patient¿s doctors but the patient decided to wait to make a decision. Prior to the incident the patient was no longer getting 50% or greater reduction in pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s stimulation was no longer working because the lead had broken and are not staying in place. The patient indicated that they ¿have something specific with their back that is not allowing it to stay in the spot it¿s supposed to be in.¿ they stated that their system did work for a little bit but then the leads moved. The patient had not turned on their device in 6 months. They were currently going through social security court to hopefully obtain approval to have the device removed and a pump placed.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was walking at the mall yesterday and she stopped feeling stimulation, and her knees were hurting more. It was noted that 6.3v was a lower setting for her and she had the device for her knees after nerve damage. She was also on a fentanyl patch to help with sleeping. She could not sleep last night because she had no stimulation. In (B)(6) 2014, the patient had a long trip in the car and she believed that the leads moved. The patient wanted to take the implantable neurostimulator (ins) out and put the pump in, but not immediately. She tried turning the stimulation all the way up to 10 and she didn¿t feel anything. The ins was charged and was showing that it was on with the lightning bolt icon. Additional information received reported the patient has been scheduled to see their manufacturer representative on (B)(6) 2014. [Unrelated incorrect lead placement/stimulation in the wrong location event captured in pe (B)(4).]